Manufacturer narrative:
On march 30, 2024, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: acquired deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 70-year-old caucasian female patient underwent a breast reconstruction revision with a 375cc mentor memorygel breast implant and experienced acquired deformity on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023, and replaced with a 300cc mentor memorygel breast implant with serial number (B)(6).